Event description:
A nurse reported that during surgery, they noticed that there was fluid in the bottom air filter, and a system message indicated that the irrigation, extraction, and pneumatics functions are disabled. The system was switched out and the surgery was completed. There was no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).